Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to rotator cuff degradation.

Manufacturer narrative:
After further review of additional information received the in a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Postoperative rotator cuff tear is a known complication associated with total shoulder arthroplasty. Rotator cuff strains or tears are caused by overuse or acute injury. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical intervention is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis. No evaluation pending.

Event description:
It was reported from the (B)(6) that a patient required a total anatomic shoulder revision with all the poly augments converted to an augmented reverse shoulder due to the rotator cuff degradation. The stem was replaced since it was found to be tight after the trialing was completed. There is no indication or complaint that the devices malfunctioned. The device will not be returned. No additional information was provided.